Manufacturer narrative:
The device has not yet returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, it was noticed the scope was foggy. A replacement scope was used to complete the procedure. No pt complications were reported by hosp.